Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the y-connection is cracked and the chemical solution leaks. Drug used: unknown. There was no reported patient injury. No other information was provided.

Event description:
It was reported that the y-connection is cracked and the chemical solution leaks. Drug used: unknown. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking y-site is confirmed; however, the exact cause is unknown. One 22 g x 3/4 in. Safestep infusion set with a valved y-site was returned for evaluation. An attempt was made to infuse water into the y-site using a 12 ml syringe revealed a leak in the y-site. A microscopic observation revealed the longitudinally aligned crack in the white portion of the y-site. However, the root cause of this crack could not be determined from the returned evidence. This complaint will be recorded for future trending and monitoring purposes.